Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
The customer reported a problem maintaining cuff seal without significant volume and pressure. The tube was removed and replaced. There was no patient harm. The tube will not be returned.